Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, once in four days, route and duration were not reported) and amikacin injection (125 mg, once daily, route and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information : at the time of this follow up report, the patient was not recovering. On an unreported date, pd catheter was removed and the patient was started on to hemodialysis. It was reported that patient is planning for re-catheterization after one month. Should additional relevant information become available, a supplemental report will be submitted.